Manufacturer narrative:
This report is submitted on july 8, 2019.

Event description:
Per the surgeon, the patient experienced continued skin overgrowth even after a skin revision and the treatment with a steroid (unknown type).